Event description:
It was reported that balloon rupture occurred. A 15/3.0 flextome cutting balloon was selected for use. During procedure, the balloon was inflated at 6atm, 12atm and 9atm. However, the balloon ruptured at 12atm upon fourth inflation and was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood and solidified media was present in the balloon which is indicative of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media and blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood/media before further inflation attempts were made. The device was removed from the bath; however, the leak test was also unsuccessful. A leak test could not be performed due to the solidified blood and contrast media in the device. A visual and microscopic examination of the balloon material identified no tears or pinholes that could have led to the reported issue. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted. All blades were present and fully bonded to the balloon material. A visual and microscopic examination of the shaft identified no tears or pinholes that could have led to the reported issue. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 15/3.0 flextome cutting balloon was selected for use. During procedure, the balloon was inflated at 6atm, 12atm and 9atm. However, the balloon ruptured at 12atm upon fourth inflation and was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was good post procedure.